Manufacturer narrative:
Additional information provided in d.9., h.3., h.6. And h.11. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. Inspection of the probe found the cutter in the fully shut position and the pneumatic open drive line was found to be occluded with adhesive which would prevent actuation of the probe cutter. The occlusion of the open drive line will prevent the reopening of the cutter and therefore remain in the fully shut position. The root cause is consistent with a manufacturing error where the driveline likely became occluded during the wetting of the pneumatic tubing with solvent and subsequent insertion to the probe engine. In order to mitigate the occurrence of this type of event, during the manufacturing process, downstream in-process checks after final assembly are utilized to help screen out this type of defect from occurring. After investigation of this complaint no corrective action is required at this time. As described, quality checks are in place during assembly to mitigate recurrence of this observed issue. Based on our current tracking, there are no adverse trends for this reported complaint and lot. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that cutter did not cut during cataract and vitrectomy combination surgery. The condition of aspiration and actuation is unknown. The surgery was completed by replacing the product with another one. There was no patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).